Event description:
Patient underwent a right medio-lateral opisiotomy in 2005 with an abosorbable suture, using an interrupted stitch and tied individually. Twelve hours later, it was determined that the sutures were broken and the incision was re-sutured. The next day, it was again determined that the suture line was broken, the suture line was re-sutured again. No additional care was administered.